Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.